Manufacturer narrative:
The reported premature battery depletion was confirmed in laboratory and was due to a low battery voltage. During analysis, device function was normal. The device was placed in a temperature and humidity test. The device's power consumption was found to be normal. The battery was returned to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that premature battery depletion was observed. The device remains implanted.